Event description:
It was reported that the patient presented to the electrophysiology (ep) for a generator change with right atrial (ra) lead extraction and replacement. Pre-operative interrogation revealed under-sensing and noise reversion episodes on the atrial lead at maximum sensitivity. The patient was in atrial fibrillation (af) at the time of interrogation. The atrial lead was then extracted and replaced without complication. The patient was stable before, during, and after the procedure.